Event description:
The user facility reported that when pulling out the device, the shaft broke in two places. Manual pressure held and a femstop was placed to gain hemostasis of patient. There was no injury to the patient reported and there was no blood loss. Additional information was received on 27jun2024: the procedure performed was a heart catheterization. The procedural sheath size was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no particles that entered the body when the breakage occurred. The device did not enter the patient, so force could not be applied. The product was noted as damaged on removal from the packaging. It did not enter the sheath or the patient's body as it was not used. The device was then exchanged without being used, as it was visibly damaged. The product it was exchanged for was not visibly damaged.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: secretary material services. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position and was partially connected to the hemostasis sheath. Kinks were identified at both the distal tip and proximal end of the tubing. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained due to handling during device unpackaging and damage sustained due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).